Event description:
.

Event description:
It was reported that a few days after a right ventricular (rv) lead replacement, the patient received an inappropriate shock. Noise and oversensing were detected on the replacement rv lead. The implantable cardioverter defibrillator (ICD)  was reviewed to make sure that there was not a connection issue since during the replacement, the physician indicated that the torque wrench "did not feel right." The physician decided to replace the ICD and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant product: 6947 2013-02-28; 4076 implantable pacing lead, (B)(6) 2009. (B)(4).